Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking water internally. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with a damaged enclosure, multiple nicks and dents, front cover has same damage, water tank cover is cracked, microswitch is bent, line cord discolored, quick connect corroded, missing reflux plug, printed circuit board (pcb) has missing led. Functional testing confirmed the complaint. Root cause was attributed to leaking water from the dual thermistor connection into the heater block. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.